Manufacturer narrative:
(B)(4). Date sent: 3/28/2017. Batch # n56j0f. The analysis results found that the sr75 reload was received with the left gripping surface broken making the reload nonfunctional, and with the proximal 7 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridge was placed and removed from a device test and no issues were noted. No functional test was performed due to the condition of the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that before an unknown procedure, this cartridge could not be reloaded to ntlc body. Unknown how case was completed. There were no adverse consequences for the patient.